Manufacturer narrative:
The actual device batch number associated with this event is not known. The possible batch numbers reported are as follows: batch klh680, batch lar862. In addition, a review of the batch manufacturing records for the lot number klh680 and lar862 was conducted and the batches met all finished goods release criteria. Representative samples were received for evaluation. Visual examinations were performed and samples met the specified quality requirements.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Was the dermabond broken according to instructions for use (IFU)? Was it difficult to break the ampoule (was extra force needed to break the ampoule)? Was the ampoule crushed repeatedly? Did the glass penetrate the user¿s skin? What was done to treat the shard penetration? Was medical or surgical intervention required? What is the status of the injury today?

Event description:
It was reported that the patient underwent a gastric procedure on (B)(6) 2017 and the topical skin adhesive was used. During the procedure, the physician's assistant, who was applying the product to the patient, pressed down on the vile and it cracked. The physician's assistant finger sustained a minor cut in the process. Another like device was used to complete the procedure with no patient consequences reported. Additional information has been requested.